Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the iol product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an unexpected refractive outcome following an intraocular lens implant procedure. The patient experienced a decrease in vision and increased astigmatism. The lens was exchanged and the symptoms resolved. Additional information has been requested.